Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device changeout, an insulation abrasion was noted on the left ventricular lead under fluoroscopy. The lead remained implanted and the patient would be monitored.